Event description:
Report received of an independent rate change. At an unspecified time, the pump was programmed to delivery an unspecified concentration of nitroglycerin at a rate of 0.4ml/hr and the delivery was started. No further programming parameters were provided. At approximately 1200, the pump reportedly alarmed for an occlusion. The nurse silenced the alarm and restarted the delivery. At 1205, the pt called the nurse back into the room and complained of being "hot and sweaty." At that time, the nurse noted that the device was delivering at a rate of 123ml/hr. The pt'ssystolic blood pressure (sbp) decreased from 140-150mmhg to 103mmhg. The nurse powered the device off, clamped the tubing, and placed the pt in the trendelenburg position. The device was removed from clinical service. At 1210, the pt's sbp returned to 140mmhg and the nitroglycerin infusion was resumed at 0.4ml/hr with a replacement pump. There were no reported adverse pt sequelae. Though requested, no additional info was provided.